Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had b30 error (scope communication error). The event occurred during reprocessing. There was no patient involvement.